Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient saw a power on reset (por) message when trying to charge. The patient was recently working on a car and leaned against a battery which could have been related to the por issue. The patient was able to clear the code and the issue was resolved. No symptoms or further complications reported.